Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016, the patient was initially implanted with a bifurcated stent, a suprarenal extension and a limb extension. On (B)(6) 2018, the patient was admitted into the emergency room. A limb separation in the iliac artery and a ruptured iliac artery was discovered. The patient was transferred to another hospital for treatment. There is no other information at this time and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed at the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of a type 3a endoleak; separation of the left limb and main body and left iliac rupture. Clinical was able to find substantial evidence to support the following additional finding of a secondary procedure completed on 02/11/2018; a non-endologix sent was implanted. On (B)(6) 2018, the patient was admitted for fever, shortness of breath related to atelectasis from rupture event. The most likely cause of the distal loss of seal (type 3a endoleak) could not be determined. It is likely that the elevated international normalized ratio contributed to the rupture event. Procedure related harms included a re-admission on the first post-operative day with fever, weakness, and shortness of breath related to respiratory complications, and was discharged on the fourth post-operative day in stable condition home. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.